Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported under infusion was not reproduced due to an unrelated issue. This reported symptom was also unable to be evaluated due to an unrelated issue. The device will be verified during the repair process to ensure that flow delivery is within specification before leaving the facility. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during flow rate testing. The device was programmed to deliver 20 (unknown measurement) and had only delivered 17.81. There was no patient involvement. No additional information is available.